Event description:
Reporting status: serious injury - medical intervention/hospitalization. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2005, the pixel was deployed in the distal rca, which was 100% stenosis. In 2006, 100% in stent restenosis was observed and another company's stent was implanted inside the pixel. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. A conclusive root cause cannot be determined for the reported pt effect and the relationship to the device; however, there does not appear to be any indications of a stent delivery system quality problem.